Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: bicarb tubing separated, did not break.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/15/2020 there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20023352 d.4. Medical device expiration date: 02/24/2023 h.4. Device manufacture date: 02/24/2020. D.4. Medical device lot #: 20035762 d.4. Medical device expiration date: 03/10/2023 h.4. Device manufacture date: 03/10/2020. Investigation conclusion: the customer's report that the tubing set was confirmed based on visual inspection of the as-received set samples. The observed separations were either between the lower fitment and pvc tubing components or between the upper fitment and silicone segment components. Further inspection of sets 1-5, which had separations between the lower fitment and pvc tubing components, observed the separated tubing ends to have no solvent traces. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Although the specific bd nogales manufacturing facility is aware of lack of adhesive on critical joints and has initiated corrective actions (CAPA 1027651) to address potential root causes, this lot was manufactured prior to the CAPA implementation date (17apr2020). Further inspection of set 6, which had separation between the upper fitment and silicone segment components, observed the received retainer ring indentation which does not look to be misaligned along the tubing indicating that it had been properly assembled onto the set. The affected components were measured to be within specification. Although the root cause of the separation could not be definitively determined, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s upper fitment during use or set loading. Manufacturing is aware of issue and a systemic investigation (dir 10000335005) to identify other potential root cause for leak and separation issues has been initiated. The reported issues will continue to be monitored for an increase in frequency.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: bicarb tubing separated, did not break.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 06/26/2020. D.4. Medical device lot #: 20035762. D.4. Medical device expiration date: 03/10/2023. H.4. Device manufacture date: 03/10/2020. H6: evaluation result codes 114. H6: evaluation conclusion codes 4315. Investigation conclusion: the customer reported tubing separated. Received in a plastic bag with affixed label "982242" was a separated primary set model 2420-0007. Also received was the customer's product problem report form with description of problem written as "bi carb tubing separated did not break" and lot# as "...20035762". The separation was at the engagement between the upper fitment p/n tc10008721 and silicone segment p/n 12088541 components. The set was visually inspected for kinks, holes/tears in the tubing, or damages to the components. No other issue was observed. No functional testing was deemed necessary due to the obvious separation. The set sample's expected retainer ring was attached onto the separated silicone segment end. Visual inspection under magnification of the separated silicone segment end observed the retainer ring indentation which does not look to be misaligned along the tubing, indicating that it had been properly assembled onto the set. Dimensional analysis of the upper fitment measured to be within specification- the first tapered outside diameter at the top of the nipple area which is inserted into the silicone segment tubing of 0.162¿ +/- 0.002" and the bottom tapered outside diameter of the nipple area of 0.168¿ +/- 0.002". Dimensional analysis of the retainer ring measured to be within specification- the inside diameter of 0.1935¿ +0.0010"/- 0.0005". Dimensional analysis of the silicone segment measured to be within specification- the inside diameter of 0.129" to 0.132". No issues of concentricity with the silicone segment were observed. Equipment used (inspection and measurement performed on (B)(6) 2020): ram optical instrumentation/eq08204/calibration due date 05feb2021. Caliper/eq02784/calibration due date: 19dec2020. The device history record for model 2420-0007 lot 20035762 shows the set was manufactured on 10mar2020 with a total of (B)(4). There were no quality notifications issued during the production build of this set. The customer's report that the tubing set was confirmed based on visual inspection of the as-received set sample. The separations was at the engagement between the upper fitment and silicone segment components. Further visual inspection of the set sample observed the received retainer ring indentation which does not look to be misaligned along the silicone segment indicating that it had been properly assembled onto the set. The affected components were measured to be within specification. Although the root cause of the separation could not be definitively determined, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s upper fitment during use or set loading. Manufacturing is aware of issue and a systemic investigation (dir 10000335005) to identify other potential root cause for leak and separation issues has been initiated. The reported issue will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: bicarb tubing separated, did not break.